Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 44-400 mg/dl range. Reportedly, the customer fell, hit head, which resulted in loss of consciousness and bruising. Reportedly, the customer was using novolin insulin within the pump supplies. Tandem technical support informed customer that novolin is off label per the user guide. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue was resolved by performing a cartridge change.